Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change out due to normal eri externalized conductors were observed. The lead previously exhibited high impedance. The lead remains implanted and in use. The patient was stable post-procedure.